Event description:
Additional information was received that no coronary occlusion was noted after the valve was implanted. The left main artery was not treated and the patient will return if there is more chest pain.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, commissural alignment was achieved. The patient had known pre-existing left main coronary artery disease that required planned rotablation treatment after the valve implant. Two days following the valve implant, re-access of the left main artery was attempted however stable engagement could not be achieved. The physician was able to wire the left main artery from a vertical angle but not from a perpendicular angle. Due to a challenging coronary re-access, the left main coronary disease was not treated.